Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility charge nurse reported to fresenius that a hole was discovered on the blood pump tubing segment of the fresenius bloodlines following hemodialysis (hd) treatment on the 2008t machine. Treatment was ended after the air detector alarm was received on the machine and clotting blood was noted. The damage to the bloodlines was discovered upon removing the bloodlines. Additional information was obtained during follow-up with the charge nurse and biomedical technician (biomed). There was no serious injury or required medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was approximately 150 ml. Treatment ended following the reported event with approximately 30 minutes of runtime remaining. The cause of the damaged bloodlines was isolated to the machine. The machine was removed from service. Pins on the blood pump rotor were found to be missing. The blood pump rotor was replaced to resolve the reported issue. The sample was not reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported to fresenius that a hole was discovered on the blood pump tubing segment of the fresenius bloodlines following hemodialysis (hd) treatment on the 2008t machine. Treatment was ended after the air detector alarm was received on the machine and clotting blood was noted. The damage to the bloodlines was discovered upon removing the bloodlines. Additional information was obtained during follow-up with the charge nurse and biomedical technician (biomed). There was no serious injury or required medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was approximately 150 ml. Treatment ended following the reported event with approximately 30 minutes of runtime remaining. The cause of the damaged bloodlines was isolated to the machine. The machine was removed from service. Pins on the blood pump rotor were found to be missing. The blood pump rotor was replaced to resolve the reported issue. The sample was not reported to be available to be returned to the manufacturer for physical evaluation.